Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photo, which shows the ar-3610pk-3 had metal shaving. The most likely cause for the reported failure can be attributed to a manufacturing issue.

Event description:
On 13th february 2024, it was reported by a sales rep. Via email that for an ar-3610pk-3, fibertak®, percutaneous insertion kit, the surgeon who regularly used the 1.8 knotless fibertak percutaneous drill kit, when he tried to place the switching stick down the drill sleeve, there was an item blocking it. This drill sleeve had just come out of the disposable kit and had not been used prior. On further inspection the scrub nurse inserted the switching stick into the drill guide and a metal shaving came out of the drill guide. This was detected during use in an arthroscopic shoulder stabilization procedure on (B)(6) 2024. The procedure was completed successfully with a reusable drill guide. The drill sleeve was used and then discarded. The sales rep. Does have the metal shavings that were forced out of the drill guide. 22nd february 2024 - the sales rep. Responded that the malfunctioning drill guide was used once the blockage was cleared, the reusable guide they had on consignment was used for the first two anchors. This was slotted, so it did cause issues with suture management, hence the disposable was used for the final anchor.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.